Event description:
Pt experienced pain. X-ray revealed the femoral head was not centered in the shell. Upon revision it was found that the acetabular liner was not in the shell. Two of the prongs were found broken away from the shell.